Event description:
The complaint is reported as: "single lumen. Called to say it difficult to flush and difficult to aspirate. Was on ab and bloods of the line . Line was running down the acf. Line between the blue junction and catheter "collapsed" flattened. Denies any pi procedure or use of smaller syringe to unblock." PICC was inserted (B)(6) 2020. No report of a patient injury or complication. It was reported the device was removed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a 1-l cvc for analysis. No signs-of-use were observed. Visual examination revealed the catheter was kinked, flattened and stretched between the juncture hub and the clamp catheter located at approximately the 44 cm mark on the catheter body. The catheter body was flattened severely beginning at the 47 cm mark on the catheter body up to the clamp catheter. Microscopic examination revealed the catheter body was also kinked directly adjacent to the juncture hub. The stretched portion of the catheter body measured 124mm in length. The flattened portion of the catheter body measured 62mm in length. The catheter body from the juncture hub to the blue flex tip measured 22.25", which is not within the specification limits of 19.5"-20" per the catheter graphic, due to the flattened and stretched out portion on the catheter body. The catheter body outer diameter in an area undamaged measured 0.055" , which is within the specification limits of 0.054"-0.057" per the catheter extrusion graphic. The lumen was flushed using a water-filled lab inventory syringe. Resistance was initially encountered and it was discovered that there was a buildup of biological material inside the lumen of the catheter body. Once the buildup of biological material was removed, the catheter flushed but slight resistance was still encountered due to the damage on the catheter body. No leaks were detected. A lab inventory guide wire was advanced through the returned catheter. Resistance was encountered at the kinked, flattened and stretched portion of the catheter body. The manufacturing facility was contacted as part of this complaint investigation. They indicated that based on the extreme damage observed on the catheter, the root cause is not manufacturing related since all catheters are visually inspected and functionally tested. The appearance of the damage is consistent with a catheter getting pulled/stretched during use. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit includes the following warnings, cautions and instructions for the user: "never use force to remove the stylet. Pulling against resistance can damage the catheter or cause tip displacement." "Do not apply excessive force in placing or removing the catheter. Excessive force can cause catheter breakage." "If resistance is met when removing the catheter, catheter should not be forcibly removed and the physician should be notified." The report that the catheter body was bulging was confirmed through complaint investigation. The returned catheter body was kinked, flattened and stretched. Microscopic examination confirmed the damages. A device history record review was performed on a potential lot number identified through sales history and no relevant findings were found to suggest a manufacturing issue. Based on the sample received, customer report and comments from the manufacturing facility, unintentional user error caused or attributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "single lumen. Called to say it difficult to flush and difficult to aspirate. Was on ab and bloods of the line . Line was running down the acf. Line between the blue junction and catheter "collapsed" flattened. Denies any pi procedure or use of smaller syringe to unblock." PICC was inserted (B)(6) 2020. No report of a patient injury or complication. It was reported the device was removed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "single lumen. Called to say it difficult to flush and difficult to aspirate. Was on ab and bloods of the line . Line was running down the acf. Line between the blue junction and catheter "collapsed" flattened. Denies any pi procedure or use of smaller syringe to unblock." PICC was inserted (B)(6) 2020. No report of a patient injury or complication. It was reported the device was removed. The patient's condition is reported as fine.